Event description:
It was reported that the device did not store the egm (electrogram) data for an episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant products: 429688 implantable pacing lead - implanted: (B)(6) 2013; 7120q competitor implantable tachy lead - implanted (b)(60 2013. (B)(4).